Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain two in peritoneal dialysis. The home patient was connected at the time of the alarm. The technical service representative explained the alarm. The technical service representative had home patient check the patient line for leaks and loose connections. The home patient stated that everything looks good, and they did not disconnect. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.